Event description:
A high blood glucose level was reported, indicated as "high" on both the cgm and bg meter, but the specific value was unknown. There was no adverse impact to the customer¿s blood glucose level. The customer administered a correction bolus via the pump and inspected various components of the infusion set as instructed by technical support. No issues were identified with the infusion set or tubing. Technical support advised the customer to consult a healthcare provider to understand factors affecting the blood glucose levels, and the customer agreed to replace supplies if necessary and continue with insulin use.